Event description:
The patient reported experiencing elevated blood glucose of 340 mg/dl in 2009, and she injected insulin via pen. She stated that her infusion device was "dead" and gave no error or alert message. She stated that she inserted a new battery and e2 (battery depleted) was displayed. She inserted another battery, and the infusion device "worked" for a short time and shut down. She switched to her backup infusion device. Her normal blood glucose level is 80-140 mg/dl. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.